Event description:
The customer reported that the system was intermittently locking-up and shutting down. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The x-ray parameters were checked, the x-ray was calibrated and the high-voltage heads were insulated. During the service call. The system was tested and found to be working as intended and put back into service.